Event description:
(B)(4). I have extremely painful, heavy menstrual cycles that are irregular and unpredictable. These began after the essure coils were implanted. Every cycle continues to get worse to the point I can't sleep through the night the first three nights of my period due to an uncontrollably heavy flow. I am also experiencing significant weight gain, hair loss, dental issues, scalp blisters, spotting between cycles, bleeding after intercourse, and extreme cramping both during my period as well as during ovulation.